Event description:
Related manufacturer reference number: 1627487-2022-07166. It was reported the patient underwent surgical intervention, wherein the ipg and the leads were explanted and replaced with a different model. No further information is known at this time. Date of surgery is unknown.

Manufacturer narrative:
A patient experienced ineffective therapy due to high impedances after a fall was reported to abbott. The issue was for a previous system that was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: 5104519.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention was undertaken and the leads were explanted on (B)(6) 2022.